Manufacturer narrative:
No adhesive anomaly could be confirmed due to the sensor being returned opened and used.

Event description:
It was reported that the customer had a enlite sensor pop out. The customer's blood glucose level was 34 mg/dl. The customer reported that he treated himself after the blood glucose reading. The customer explained that the sensor pop because of strenuous exercise. The customer was advised that we will replaced the sensor. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.